Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge despite attempting multiple cables and power sources. There was no reported impact to the customer's blood glucose level. Reportedly, the pump had 50% battery life and the customer indicated that they would continue to use the pump for insulin therapy.